Event description:
It was reported that the device was defective. Prior to drilling the tibial tunnel, we could not assemble the guide due to the fact that the bullet was not able to slide into the guide handle. The procedure was completed with a competitor device. No patient injuries were reported.

Manufacturer narrative:
One (B)(4) acl guide distractor handle assembly returned. The complaint stated: ¿we could not assemble the guide due to the fact that the bullet was not able to slide into the guide handle.¿ the set screw was removed at the compression spring and retainer lock area. The retainer lock was found overtightened which would not allow bypass of the bullet component. It is unknown how or when this component became locked/frozen in this position. There are no other complaints for this lot or allegation. This is considered an isolated incident. Root cause related to the manufacture of this device was not confirmed.